Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Was unable to verify compromise force sensor alarm due to motor error alarm. Pump received with cracked battery tube threads, cracked reservoir tube, broken reservoir tube lip, minor scratched display window and missing end capsticker.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states drive support cap was sticking out. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.